Event description:
Info received indicates the brake casters is locking into brake but continues to swivel.

Manufacturer narrative:
The technician found the caster was worn. He replaced the brake caster to repair the bed.